Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 30 august 2019 for MDR reportability. On (B)(6) 2016, the patient underwent right knee arthroplasty due to degenerative joint disease, subchondral sclerosis, and pain. The surgeon reported no intraoperative complications and patient was transferred to recovery in stable condition. All attuen components, and two smartset cements were utilized in the procedure. On (B)(6) 2016, the patient underwent a right knee revision due to right knee superficial and periprosthetic joint infection. The surgeon noted 4 weeks post doi, the patient had wound dehiscence after a dog had licked the wound. He also indicated the patient had fallen the day before the dor and was taken to the operating room for exploration. The surgeon reported a small rent in the retinaculum connecting the superficial wound to the deep knee joint space. Cultures were taken, and no gross purulence was encountered. No culture results were reported. The surgeon noted the polyethylene insert was replaced. The surgeon reported no intraoperative complications. Attune insert was utilized in the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2016; (rt knee).